Event description:
The customer's blood glucose was unknown. It was reported that the customer's battery went low, the customer changed the battery and the insulin pump would not power on at all. The customer inserted went through two more batteries, and then the insulin pump powered up. Advised customer to change the battery cap and to insert a new battery as well. Advised to monitor the issue and call back if the issue occurred again. The customer stated there was no damage or corrosion to the insulin pump. Advised a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.